Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. It was reported that the patient experienced ineffective therapy. Lead fracture was confirmed via imaging. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Effective therapy was confirmed post op.

Event description:
It was reported that the patient experienced ineffective therapy. Lead fracture was confirmed via imaging. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Effective therapy was confirmed post op.